Event description:
It was reported that during an unknown procedure, after the third reloading did not fire at all, no further information is available. The case was completed with same/ like product. No patient consequences.

Manufacturer narrative:
(B)(4). Damaged one piece sled, damaged cartridge. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? If echelon, during which stroke did the event occur? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? One device was returned in good visual conditions and with a blue cartridge present. The reload was received partially fired. Upon further inspection, it was noted that the cartridge deck and one piece sled were damage. This damage is consistent with the device being clamped over a hard object. When this happens, the cartridge gets indented therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.